Event description:
The customer at (B)(6) reported to dkma on a fractured exeter v40 hip stem.

Manufacturer narrative:
It was noted that the device was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Manufacturer narrative:
An event regarding fracture involving an exeter v40 stem was reported. The event was confirmed. Device evaluation could not be completed as the devices associated with the event were not returned. A review of the provided x-rays and medial records by a clinical consultant confirm the details of the revision procedure but report no other relevant information to allow investigation of possible causes of the fracture. Radiology confirms adequate position and stability of both stem and cup as far as quality of x-rays permits to visualise. No explants were available for further analysis. There is no clear evidence to assume that either patient-related or procedure-related factors have contributed to an overload condition in the proximal stem section resulting in a fracture of the stem after 10-years. An explant is not available, so investigation into potential device-related factors is currently not possible. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history databases shows that there have been no similar reported events for the subject lot code.. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided. There was no clear evidence to assume that either patient-related or procedure-related factors have contributed to an overload condition in the proximal stem section resulting in a fracture of the stem after 10-years.

Event description:
The customer at region hospital (B)(6) reported to dkma on a fractured exeter v40 hip stem.